Manufacturer narrative:
Correction: upon review, the pacemaker should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction caused a serious event. There was no malfunction of the device.

Event description:
It was reported that the pacemaker battery had prematurely depleted. The pacemaker was explanted and replaced on (B)(6) 2018 and the patient was stable before, during, and after the procedure.